Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the pacemaker experienced an electrical reset. The device will be removed and replaced due to elective replacement indication (eri). No patient complications were reported as a result of this event.